Event description:
It was reported that the device recorded 12 non-sustained ventricular tachycardia episodes that were not true arrhythmias, but rather they were noise/artifact from cautery being used during the patient's hip surgery. A remote transmission showed an alert was triggered, therapy aborted, and there were no device performance issues. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.